Manufacturer narrative:
The device has not been returned/received to date. If received a supplemental report will be submitted with the investigation results. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported the patient¿s blood glucose reached 17.7 mmol/l (318.9 mg/dl) and that the cannula was bent. The pod was worn between 36 and 48 hours on the arm. Hyperglycemia treated by patient activating new pod and bolus of 3 units of insulin.